Event description:
It was reported by service report that the bed had the wrong footboard. No adverse consequences have been reported.

Manufacturer narrative:
An incompatible footboard had been placed on the unit which affected the footboard's functionality.